Event description:
Information received indicates that the head-link u-tube assembly of the octopus broke and one set of pods became disconnected from the device. There was no reported consequence to the customer.

Manufacturer narrative:
H3 analysis: visual inspection of the returned product shows a one set of suction pods is broken from the wire-loop head-link, as reported by the user. Product labeling contains instructions for the proper use of the device per its labeled indications, including illustrations. A caution included in the IFU states, "repeated bending of the tissue stabilizers may compromise device performance. Conclusion: there was no reported patient consequence. Reduced device performance occurred and was related to the reported event.